Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam allegedly became degraded and caused melanoma. The medical treatment is unknown. Correction to section b2: other serious or important medical events

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused melanona. The medical treatment is unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(6)

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused melanona. The medical treatment is unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(6)